Event description:
I had the essure implanted and ever since I've been having horrible heavy bleeding, migraines, blurry vision, forgetful, dizzy spells, throwing up, diarrhea, horrible cramps, everyday major abdominal pains, awful back pains like it's breaking swollen feet, hands and face red dots appearing on my body and awful taste in my mouth.